Event description:
It was reported that the customer had high blood glucose levels in the range of 200 mg/dl to 300 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. It was reported that the customer was using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was advised that the insulin pump would need to be replaced. The customer would like to keep the insulin pump, will monitor and would call back if necessary. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)